Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient had a revision surgery for the tined lead due to high impedances. Initially, the patient had a red light on their remote control which was cleared with reprogramming. Reprogramming was performed many times, however, then the patient presented to the clinic with four impeded electrodes on their lead per the nurse practitioner. The lead revision was completed successfully, and the patient is expected to fully recover.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported the patient had their tined lead revised due to high impedances. Initially, the patient had a red light on their remote control, and it was cleared with reprogramming. The patient was reprogrammed many times. Then, the patient presented to the clinic with four impeded electrodes on their tined lead per the nurse practitioner. The lead revision was completed successfully, and the patient is expected to fully recover.